Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 06:49:10 on (B)(6) 2024. At 10:10:53, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 10:11:28, the patient received the inappropriate treatment. Oversensing of low amplitude contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity. Post shock rhythm was severe bradycardia @ 10 bpm. At 10:14:43, an arrhythmia was detected. ECG shows fine vf. At 10:16:08, the patient received the appropriate treatment. Rhythm at the time of treatment was fine vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 10:25:20 on (B)(6) 2024.